Manufacturer narrative:
Date of event was approximated to (B)(6), 2011, the date the sling was implanted, as no event date was reported. This event was reported by the patient's legal representative. The implanting surgeon is: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an obtryx curved single system device was implanted during a tension-free vaginal tape procedure performed on (B)(6), 2011, for the treatment of stress urinary incontinence. As reported by the patient's attorney, the patient had experienced an unspecified injury.